Manufacturer narrative:
Additional information received indicates that the correct mfg. Site ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient had a return of parkinson¿s symptoms, which were managed in the interim with oral medication. The cause of the por was unknown. The patient met with a representative who used a clinician programmer to clear the por and turn stimulation back on. During interrogation, the representative saw only the por warning message, found the device was off, and the clock was out of sync, wherein the representative adjusted the clock with the clinician programmer, switched the device back on, and since then no sequelae. The representative also reviewed the diary and performed an impedance ¿ slight raised but normal range ¿ and checked with the patient programmer and recharger to ensure functionality and communication. The por resolved and the patient was receiving normal stimulation. The consumer¿s family indicated the system appeared to be working normally. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional review indicates that should have been and now has been updated.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins went into power on reset (por) over the weekend. The ins was charged and has been regularly charged; it sits around 75%. The patient has done nothing new or different. No patient symptoms were reported.